Manufacturer narrative:
Correction to the initial MDR in block(s) b5 and h10. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2317-50 serial: (B)(6)/ (B)(6) batch: 5055777 / 5033233

Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg more often. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.